Event description:
Customer reported that the insulin pump returned an error alarm and was squirting out insulin during the manual priming process. Blood glucose level was 130 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with missing end cap sticker and minor scratches on lcd window.